Manufacturer narrative:
On 11-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the tip part was broken. It was reported the tip part was broken and could not be inserted into puncture site. Resistance would not allow insertion. The issue was discovered during puncture and intravital sheath access. There were no internal sheath components exposed. The tip was not rough or slippery and there were no damaged electrodes. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another new one. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual inspection was performed and no problem was found. No broken or bent tip was observed. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A device history review was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the tip part was broken. It was reported the tip part was broken and could not be inserted into puncture site. Resistance would not allow insertion. The issue was discovered during puncture and intravital sheath access. There were no internal sheath components exposed. The tip was not rough or slippery and there were no damaged electrodes. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another new one. The procedure was completed without patient's consequence.